Event description:
On an unknown date, a male patient in stable condition showed up in a private vehicle. The patient was transferred from his vehicle into an ambulance and the defibrillator was attached. Normal sinus rhythm appeared. Approximately every 5 to 10 minutes, the device would just power off with no warnings or prompts. The battery was replaced several times but the same thing happened. The patient was released to the cardiac care unit at a hospital in stable condition.